Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl; cause was not known. Reportedly, the ambulance was called and intravenous therapy was administered to address the bg level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.